Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus suture surgery, when t1 was deployed, t2 deployed simultaneously. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix assembly curved needle device returned. The device is in used condition. The blue split cannula was returned. The depth limiter was returned but trimmed. T1, t2 and suture were returned but freed from the delivery needle. This device shows no obvious damage. No mechanical problem was found. This device manually advances as intended. There is no apparent twisting or bending of the delivery needle. That is typically the reason for premature detachment. No root cause related to the manufacture of the device can be established. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.